Event description:
One pt sample with discrepant results for creatine. Initial result gave 5.2 mg/dl; repeated twice gave 0.8 mg/dl each time. Erroneous result was reported. Pt not adversely affected. The field service rep found a problem with the r2 reagent probe assembly, and replaced r2 reagent sampling mechanism. Performance tests were performed.